Event description:
The customer reported a bad iris pot error displayed. No pt involvement or injury.

Manufacturer narrative:
Upon boot system presented with error code of bad iris pot. The ge rep performed iris calibration per the calibration procedure. System operating within the manufacture specification. No recall notices required for this system. All required service entries have been made with no further info to add.